Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead was implanted but dislodged after testing and removal of the chronic pacing lead. The lead was determined to be sub-optimal for the patient and was removed and replaced with a new lv lead. No patient complications have been reported as a result of this event.